Manufacturer narrative:
(B)(4) cracked rbc and wbc aperture plates. A field service representative (fsr) replaced the cracked rbc and wbc aperture plates, performed verification process, and ran precision, which passed. The fsr verified proper instrument operation. The cell-dyn 1800 system operator's manual provides information to assist in problem identification, isolation, and corrective actions. Section 9: service and maintenance, subsection: preventive maintenance schedule, indicates that replacement of the aperture plates is an as-required procedure. The cell-dyn 1800 operator's manual also indicates that if the aperture plates become cracked or damaged, they must be replace and instructions are provided. A non-statistical trend (nst) review was performed for the reported issue from (B)(4) 2010 through (B)(4) 2011. No nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported event.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Event description:
The account generated a falsely depressed cell-dyn 1800 platelet count of 2 k/ul with no platelet flagging on a specimen that repeated at 65 k/ul. The account stated the platelet background and quality control was within range. The falsely depressed platelet count was not reported outside of the laboratory. No impact to patient management was reported.